Manufacturer narrative:
Complaint (B)(4). Received (B)(4) pcs 454322/b2302358 and (B)(4) pcs 454322/b230233s for evaluation. No customer pictures were provided. No samples of 454322/b230133v were received. This portion of the complaint cannot be determined. We have no remaining inventory for any of the claimed material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. For batch b2302358: tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. This portion of the complaint could not be duplicated. For batch b230233s: a single tube was found to underfill. This portion of the complaint is duplicated. This tube was grossly underfilled, which can be easily identified by the user.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes have insufficient vacuum; does not fill to appropriate level causing multiple redraws on multiple patients.